Event description:
The balloon was inflated to 17 atmospheres and ruptured with a circumferential tear. When the balloon was being pulled back through the sheath a segment separated and migrated to the patient's lung. The segment was not retrieved. A radiopaque band from the balloon catheter was noted to be stuck in the sheath. No patient injury occurred. The procedure was being performed in a dialysis graft in a vein.